Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced bubbling of the tubing. The following information was provided by the initial reporter: he noted bubbling up of the tubing.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that bubbling up of the tubing could not be verified due to the product not being returned for failure investigation. A complaint history check was not performed as the lot number is "unknown" for this complaint. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on (B)(6) 2022. Medwatch report # 2600320000-2022-8187. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced bubbling of the tubing. The following information was provided by the initial reporter: he noted bubbling up of the tubing.